Event description:
It was reported that after 15,372 joules of use while using the surgical fiber during a prostate procedure, the laser system was continually reverting to standby mode after 5 seconds use. The case was continued using a second fiber for 33,516 joules of use, at which time a lot of stones were observed in the prostate. The case was completed using an alternate "button" bph procedure. There was no report of injury.